Event description:
It was reported that the patient underwent a surgery for unknown reason involving a previous tactra malleable device. A new inflatable penile prosthesis (ipp) was implanted. No further information was reported.